Event description:
As reported for this event by the customer, during a therapeutic endoscopic retrograde cholangiopancreatography (ercp)/ endoscopic sphincterotomy (est) procedure, the device broke. However, no broken piece fell off. The procedure was completed with a new device. There is no adverse impact or harm to the patient. Functional mode at the time of the event is not known.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection of length of cutting wire, length of coated portion, and operation of cutting wire. Upon inspection and testing, it was observed that the cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The customer did not respond with information to the due diligence follow up performed. Based on the results of the device evaluation and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. This can bring the cutting wire and the endoscope close to each other. 3. When the output is activated in this situation, it might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. This instruction manual contains the information as below. Therefore, it would be possible to prevent this event from occurring. ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument.